Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Lot number in file is not an accurate number. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by email and fax. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported during an intraocular lens (iol) implant procedure, the lens and the backup lens were damaged upon opening. Both lenses were 10.5 diopters in power. The facility did not have a backup 10.5 diopter lens, and had to use an iol of a different power to complete the procedure. Additional information was requested.